Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was treated with skinvive¿ by juvéderm® the healthcare professional reported that there is a ¿high priority- possible occlusion. Symptoms are ongoing.

Event description:
Healthcare professional reported that a patient was treated with skinvive¿ by juvéderm® the healthcare professional reported that there is a ¿high priority- possible occlusion. Symptoms are ongoing.

Event description:
Additional information reported patient was injected with 2 ml of skinvive¿ by juvéderm® in the cheek area. Same day, patient experienced blanching medial of left nose. About 0.2-0.3ml of hyaluronidase was immediately administered. Capillary refill was noted to be <3 seconds with no blanching noted. Later that day, patient has good perfusion all around, some bruising under left eye and a little on the forehead. Next day, patient noticed discoloration to superior left eyebrow as well as left of nose. Patient went to another healthcare provider and was treated with 300 units of hyaluronidase. Patient went to see a specialist and they "believes skinvive traveled to the eye area but it will travel back out eventually with time." Symptoms have improved.